Manufacturer narrative:
This is our final report on this incident.

Event description:
The customer reported a false positive reaction of one patient sample when tested with seraclone anti-d blend. The customer was not able to state the date of event. He was only able to narrow it down to "over a four week period starting with (B)(6) 2016". The customer did return the supposedly defective product and but not the patient sample that had caused a false positive test result. Our quality control laboratory tested the returned seraclone anti-d blend sample with different red blood cells. All positive and negative reactions were correct. We did not observe any false positive reaction. Furthermore the allegedly defective sample was tested for potency. The acceptance criterion for minimum titer was met. Testing by our quality control laboratory confirmed that the allegedly defective lot of seraclone anti-d blend functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.

Manufacturer narrative:
This is our initial report on this incident.

Event description:
The customer reported a false positive reaction of one patient sample when tested with seraclone anti-d blend. The customer was not able to state the date of event. He was only able to narrow it down to "over a four week period starting with (B)(6) 2016". The customer did return the supposedly defective product but not the patient sample that had caused a false positive test result. Testing in our quality control laboratory is still ongoing.